Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
(B)(6). It was reported that the thread broke into pieces.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) units. There are no units in b. Braun surgical, (B)(4) warehouse. We have received an open sample with the thread degraded. The thread is broken in pieces. The thread has been degraded by hydrolysis because there is a hole in the aluminum foil due to displaced inner support cardboard. The suture has been affected by the water present in the environment and thus it has been degraded. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. As no other complaints have been received for this batch, we consider that this is an isolated and accidental unit. Final conclusion: taking into account that the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect: (B)(4).